Event description:
It was reported that during an ladg procedure that the tissue pad fell out. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Info not available, device not returned for analysis.